Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 65-year-old male had care escalated to the impella 5.5 from the cp due to cardiogenic shock and need for continued mechanical circulatory support. The medical team experienced difficulty delivering the pump to the correct position. After delivery the patient experienced low pump flow. Patient had ECMO considered, but instead the care was withdrawn, per family choice after over 5 days of 5.5 support.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-03856 was provided.

Manufacturer narrative:
Positioning issue - the root cause of the positioning issue was most likely patient condition related, because it was mentioned that aorta did not have adequate space above valve and it was difficult to get optimal positioning even with transesophageal echocardiography guidance even when inserting from axillary artery. It was mentioned that patient had stenosis of innominate artery and axillary artery. Low pump flow - the root cause of the issue was not determined because there were no sufficient details that were reported and the product and logs were not returned to determine the root cause. B7 other relevant history, including preexisting medical conditions updated. D6a / d6b updated. D10 concomitant medical products and therapy dates updated. F6 and f8 should have been left blank on the initial report. G1 reporting contact email and reporting contact fax number updated.